Event description:
It was reported that the pt suddenly had difficulty moving. X-rays revealed some debris surrounding the articulation. Surgery was performed, the liner was found to be fractured and the head was found to have a dark mark on one side.

Manufacturer narrative:
The device was not manufactured in the us. Evaluation of this device is to be performed at the manufacturing facility. When completed, the evaluation summary will be submitted in a supplemental report.